Event description:
During a high tibial osteo repair, the surgeon placed the bending iron on implant eyelet and attempted to adjust the plate. The left side of the plate broke off and surgeon had to use an hto locking plate. Surgeon feels plate broke too easily. The surgery was delayed by 40 minutes. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event.